Event description:
It was reported that this right atrial (ra) lead exhibited no capture in unipolar and bipolar configuration, oversensing, and high out of range pace impedance measurements greater than 2,500 ohms. It was noted previous measurements had been stable in the 500 ohms range. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service.